Event description:
During an endoscopic procedure, the physician used a cook endoscopy tri-clip endoscopic clipping device to clip a gastric ulcer in the stomach. The physician advanced the device through the accessory channel of the endoscope. Which was reported to be 2.6mm in diameter. As the handle spool was advanced forward to close the clip onto the tissue site, the handle stem and spool separated. The procedure was completed with another tri-clip endoscopic clipping device. Post procedure, the patient's condition was reported as good.